Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an endoscopic variceal band ligation procedure performed on (B)(6) 2012. According to the complainant, while in the patient's esophagus, the bands would not deploy off the ligator. The device was removed from the patient. Reportedly, on inspection it looked as though 'the white band had wrapped itself around the blue 5th band.' The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an endoscopic variceal band ligation procedure performed on (B)(6), 2012. According to the complainant, while in the patient's esophagus, the bands would not deploy off the ligator. The device was removed from the patient. Reportedly, on inspection it looked as though 'the white band had wrapped itself around the blue 5th band.' The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The exact patient age is unknown however, it has been reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Only the ligator head was returned for evaluation with residue present on the device indicating use. A visual examination found that the teeth of the ligator head were damaged. Additionally, there were five bands present on the ligator head. Four blue bands were rolled out of position and one white band was present on the ligator head however; the white band was torn and caught under three of the blue bands. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that the white band was broken and caught under other bands and the remaining 4 blue bands were "rolled-up. In addition, the teeth of the ligator head were found to be damaged. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.